Event description:
This lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 states that during lead revision, high threshold was 5.5 v, impedance >2000 ohms. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).